Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced infection, pain, "inability to lift anything heavier than a gallon of milk," and helicobacter pylon, additional general surgery to locate the source of the infection, and removal of the mesh implant.